Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water was leaking from the connection between the feedset tube and bag spike on some mr290v vented autofeed humidification chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) and were connected to a water bag to test for leak. Results: upon connecting the returned mr290v chambers to a water bag, water droplets began to build at the connection betwen the water feedset tube and the bag spike on both of the chambers. Conclusion: the observed leak was most likely due to insufficient glue applied to the water feedset and bag spike connection. As part of our continuous product improvement initiatives, an additional glue is now applied to this connection. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the reported leak developed after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).